Event description:
A field service engineer was dispatched to the site as part of a worldwide check for clogged pump tubes on the vidas instrument. During one such visit to the customer below by biomerieux field service engineer the instrument failed performance testing which indicated that the pump in the failing position could be clogged. The pump was further analyzed and it was determined that it was clogged. A clogged pump tube can result in inaccurate test results being reported by the laboratory. The pump was replaced by the field service engineer.